Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-539a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the first fiber "stopped working after 16 min 43" @ 135,059 joules of use. The fiber was not cleaned during the procedure. A second fiber was used and that fiber "rotates in its sheath" @ 325,196 joules and 36 minutes of use. The fiber was cleaned during the procedure. A third fiber was used to complete the procedure. Patient outcome: "no patient injury". This report is for the second fiber.